Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had error alarm. The customer¿s blood glucose level was 105 mg/dl at the time of incident. The customer was advised that insulin pump need to be replaced. The insulin pump will be returned for analysis.